Event description:
Information was received from a trial patient and it was reported that the patient began the trial on (B)(6) 2016. The patient reported that they had not had therapeutic relief and she would set stimulation level but when she went back to check it on the controller, stimulation had decreased back down to 0.0 and urgency started to kick in. The patient reported that this had happened 4 times already. The patient reported that she had never felt stimulation either, but that was because the patient was told to keep stimulation where it was comfortable and that was 0.7 because it was comfortable for patient even though she was not feeling stimulation. The patient thought that the external neurostimulator (ens) might but off, but it was not. The settings were checked with the controller; the patient was on program 1 with stimulation currently at 0.0. The patient increased stimulation to 1.1 where the patient reported she was now feeling a ¿flutter¿/stimulation comfortably. The patient reported that she would leave it there for now.